Event description:
It was reported that the tip of the pointer broke in the sterile processing department at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the visual inspection it was found out that the tip of the pointer was broken off at the predetermined breaking point. During the device evaluation, it could not be determined what caused the broken tip. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that the tip of the pointer was identified as broken in the sterile processing department at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing, there was no patient involvement and no delay to a surgical procedure.